Manufacturer narrative:
The customer did not return the sample but only a photo. The analysis in the photo showed that the product had been used and there was obvious blood, making it impossible to identify the leakage site. No blood was found on the surface of the latex plug, which might have leaked from the connection of the base. Based on the overall analysis of the photo, the cause of the leakage could not be determined. Query batch record information: the complaint batch number # 4080230 was produced on the prn automatic assembly line, with a production date of 2024-4. 2024-4 was packaged on the m860 packaging machine, and the total value of this batch of products was 439.6k. Check the process inspection and shipment inspection reports of this batch of products. The test results all meet the product standards and there are no abnormalities. Check the production records of this batch of products and the machine maintenance, and find no abnormalities, deviations or rework activities. Analysis of the retained sample products: the appearance and leakage tests were conducted on the retained sample products of the same batch. The test results were qualified. Root cause analysis: analysis of the photo: the product has been used and there is obvious blood, making it impossible to identify the leakage site. No blood was found on the surface of the latex plug, which might be leaking from the connection of the base. Based on the overall analysis of the photo, the cause of the leakage cannot be determined. The factory will continue to pay attention to this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter leaked the patient was admitted to the hospital on (B)(6) 2025 for treatment of a premature baby, when the child was given blood for blood gas analysis and other items after admission, the 5 ml empty needle was connected to the heparin cap of the scalp needle, the process of feeding the needle went well, the bleeding process did not go well, air was present, the 5 ml empty needle was replaced and reconnected, the process of pumping was still airy, and the blood continued to gush from the heparin cap, and the new disposable-use heparin cap was replaced immediately.